Event description:
It was reported that the vertical lift column on the 9800 system would not work during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power motor relay connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.